Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right popliteal artery. The ht command 18 guide wire (gw) was advanced without resistance to the target lesion. Then the physician wanted to exchange the guide wire, so an exchange catheter was advanced to keep access and the command guide wire was withdrawn without resistance. Outside the anatomy, it was noted that the polymer tip had [slipped off] the guide wire but remained attached to the guide wire. There was nothing left in the patient anatomy. There was no interaction of devices or resistance during advancement or withdrawal. There was no adverse patient effect and no clinically significant delay in the procedure. A new guide wire was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two similar incidents from this lot. The investigation determined the reported polymer coating slipped or separated from the core wire appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.